Event description:
It was alleged that the plaintiff was implanted with an ams elevate apical and posterior sling on (B)(6) 2012. It was alleged that the plaintiff has experienced damage to the body and other serious symptoms immediately after the implant. It was also reported that the plaintiff suffered emotional damages. It was reported that the patient passed away on (B)(6) 3012, it is unknown if the patient's death is related to the elevate sling.